Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that the device was getting hot during a case at the user facility. The procedure was completed successfully with a small delay to retrieve back-up equipment; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the device was getting hot during a case at the user facility. The procedure was completed successfully with a small delay to retrieve back-up equipment; no medical intervention or adverse consequences were reported.